Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) lead was noted to have a history of exhibiting t-wave oversensing (twos). The ra and rv leads remain in use. No patient complications have been reported as a result of this event.